Event description:
After approximately 20-30 minutes after the robotic part of procedure began, it was noticed that intra-abdominal insufflation pressure was decreasing. It was found that a 12 kii fios first entry ctf73 trocar cracked and this was where the insufflation was leaking from. The kii fios first entry trocar was intact prior to insertion. The portion of the trocar shaft that had cracked was inside the patient. The trocar was removed and inspected by the surgeon and staff in the room. It appears that no pieces of the plastic broke off of the trocar but a crack was noted. Manufacturer response for laparoscope, general plastic surgery, kii fios first entry (per site reporter). Nothing at this time.